Event description:
It was reported via an obituary that the patient passed away unexpectedly. The treating medical professional reported that she wouldn't know the patient's cause of death since it was "so long ago", but that she would have reported it to the manufacturer if the vns was suspected to be related. The patient's funeral home reported that the cause of death determined by the attending physician was seizures. No further relevant information has been received to date.